Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via webform that they were unsure if insulin pump had a damaged ring and that they were unsure if reservoir was able to lock in place. Customer's blood glucose level was unknown. No further details were reported. The device will not be returned for analysis.